Manufacturer narrative:
Findings: power loss alarms, low battery alarms and error confirms in the long trace. Power loss alarms after the error. Detailed trace analysis confirmed the pump alarmed low battery and then alarm was triggered when backup battery unloaded voltage was less that 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump experienced low battery life. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.